Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she witnessed smoke, fire and sparking along the length of the cord in the middle and that there were multiple signs of melting after she put the fire out, which exposed wires that weren't exposed prior to the fire. She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she disposed of the original power supply. Sparking and fire are indicative of at least one short in the dc cord. The product involved in the complaint was not available for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 4/4/2011. Activities related to this notification are on-going.

Event description:
The customer reported that the power supply for her pump has twists and kinks and started on fire. An injury was not reported.